Event description:
It was reported that the remote home monitoring system issued an alert for high out of range pacing impedance measurements of greater then 2000 ohms for the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead. The clinic noted that the lv impedance measurements have been around the 1900 ohm range for some time. Review of the data found that the lv impedance measurements have intermittently greater than 2000 ohms since the remote home monitoring alert. The crt-d and lv lead remain in service, and no adverse patient effects were reported.